Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The procedure treated the 100% stenosed, chronic total occlusion located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilation, a 2.75x24mm promus element stent was advanced but while trying to get the stent through the lesion the shaft broke about 20cm from the hub of the device. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified a break in the hypotube 240m distal to the catheter strain relief. The hypotube was kinked near the break site. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).